Event description:
The surgeon at usc hospital used an 18x28cm piece of permacol implant to close a very large ventral hernia. Approximately one week later the surgeon was able to palpate a defect which led him to open the wound and explore. He reported that the upper right corner had become separated, the permacol implant having torn loose from the sutures. The surgeon used a second piece of permacol implant to overlay the defect and the patient now seems to be progressively well. The surgeon supposed that post-operative swelling from the surgery created enough tension to cause the defect in this very large post bariatric surgery patient.